Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the override settings needed to be updated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. The software evaluation found this issue was caused by the exam not being to protocol. The software behaved as designed. It was noted that updating the override settings resolved the issue. Device manufacturing date was unavailable at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that when the images were loading from the cd the 2d images were nearly black and the 3d images were ¿less than a skull¿. These issues were able to be fixed by the manufacturer representative who was on site. However, registration failed at a 3d threshold of 49 and 350 but worked at 700. Trace registration failed on the first two attempts, but as the 3d threshold increased, more dots that had been traced appeared which suggested that on previous attempts, they may have been under the skin. While registration worked at a threshold of 700, it was the least desirable 3d model as there was a little gray on the outer edge (instead of pink/red) when looking at the sagittal view in the 3d model edit screen. This issue occurred preoperatively, and the use of navigation was aborted. This issue caused a less than one-hour surgical delay, and there was no reported impact on patient outcome.